Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up high, out of range, pacing lead impedance and noise were observed. The lead was replaced. There were no adverse consequences to the patient.